Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 105 box de were unable to deliver medication during use. The following was reported by the initial reporter: "needles not permeable."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/7/2021. H.6. Investigation: six open 32g x 4mm pen needle samples were returned. No teardrop labels were returned therefore it cannot be confirmed which of the samples returned were for each lot number. Visual examination was carried out on all six samples and bent non patient end of cannula was observed on five samples and a broken non patient end of cannula was observed on the remaining sample. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0112355, medical device expiration date: 2025-04-30, device manufacture date: 2020-04-21. Medical device lot #: 0127784, medical device expiration date: 2025-04-30, device manufacture date: 2020-05-06. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 105 box (B)(4) were unable to deliver medication during use. The following was reported by the initial reporter: "needles not permeable."